Manufacturer narrative:
(B)(6). Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing using a bd acquisition needle and upon completion, no issues were observed relating to the tube pushing off the non-patient end. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode for the tube pushing off was not observed. Root cause description: based on the investigation, a root cause could not be determined.

Event description:
It was reported that tube push off occurred with a bd vacutainer® sst¿ ii advance plus blood collection tube. The following information was provided by the initial reporter, "tube is pushed off from the needle during blood collection. Customer has no information what needles were used."